Manufacturer narrative:
The customer indicated the device was discarded. The device was not returned to hospira for testing and investigation; therefore attribution of the issue to the device could not be determined. Hospira has completed a formal investigation to address this issue. Preventive/corrective actions are in progress. According to investigation the root cause of these events is that the design controls for this design of the cassette with semi rigid adapter configuration did not considered the user needs neither the cassette with clave directly bonded to the secondary port of the cassette which was considered the solution for the complaints leaks and broken claves in the semi rigid adapter configuration. This report represents all the information know by the reporter upon query by hospira personnel.

Event description:
The customer contact reported breakage of the clave secondary port of the cassette, resulting in a leak. The plumset was being used to deliver an unspecified oncology medication, at an unspecified rate. After an unspecified length of time, the customer contact reported that the clave secondary port would snap off and the solution would leak out. No specific details were provided. There were no reports of any adverse patient effects and no reported delay in therapy critical to this patient. No medical interventions were required. No additional information was provided.